Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower sometimes comes on and sometimes it won't. Customer reported there was no patient involvement.